Manufacturer narrative:
Device evaluated by MFR: a 28 x 2.50 promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 100.5cm proximally from distal tip of the device as well as multiple kinks. The manifold was not was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that failure to cross a lesion occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 28 x 2.50 promus premier select stent was advanced to the target lesion but could not pass through the lesion. The device was removed and the procedure was completed. No patient complications resulted in relation to this event. However the device returned and analysis revealed a shaft break